Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The ICD was replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947-75, lead, implanted: (B)(6) 2012. (B)(4).